Manufacturer narrative:
The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information were unsuccessful, including a final attempt by letter. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to medela customer service on 6/8/2016, that she was experiencing low suction with her pump in style advanced (pnsa) starter breast pump. The customer stated that she developed mastitis from clogged ducts and was being treated with antibiotics. The customer failed to respond to multiple follow-up attempts by a medela clinician to gather additional information, with the final attempt on 6/29/2016. The customer was sent a replacement pump and has since not reported any issues.